Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation, an error code related to the internal battery was found in the ventilator's downloaded error log. The internal battery was replaced to address the reportable malfunction. In addition, the device evaluation found the following unrelated to the reportable issue; missing feet. The feet were replaced due to missing. Also a ventilator service required alarm did occur and the detachable battery will need to be replaced.